Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a battery with a dropped voltage (too low) and was not charging. There was no patient involvement when the issue occurred. No patient or user harm was reported. The se ordered a replacement battery.

Manufacturer narrative:
A service engineer reported that the battery was replaced, and the device was returned to factory settings. The device passed the performance verification test; the system meets the specification for the performed service and is returned to use.